Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2015. (B)(4)

Event description:
It was reported that both the patient's right ventricular (rv) lead and right atrial (ra) lead dislodged. In the rv lead this was evidence by decreased sensing and elevated pacing thresholds. The ra lead had completely dislodged and was repositioned. The rv lead was revised with improvement in pacing threshold but no change in sensing. Additional slack was added and the lead remains in use. No patient complications have been reported as a result of this event.